Event description:
The patient was discharged home following a procedure with a foley catheter attached to the hollister leg bag. The patient's mother called the hospital later to report that the bag was connected to the catheter upside-down. Reviewing the connection procedure with other nurses, it appeared that all of them would have connected the bag upside-down and the way the bag should be attached was counter-intuitive, leading to possible future errors in attaching the bag.